Event description:
The customer called in stating that he had received the following readings: 108mg/dl, 180mg/dl and 8.4. He was concerned by the change in readings. Customer service helped him change the units from mmol/l back to mg/dl. The customer had not changed his medication, but he did not understand the reading in mmol/l. A check test, to show the meter electronics are working, was within range. The customer did not have control solution and the test strips were expired. Customer service sent normal control and a sample of strips so the customer could call back and finish testing.